Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose of over 400 mg/dl. Customer was discharged from the hospital on (B)(6) 2020. Customer got reconnected to the insulin pump on (B)(6) 2020 and started to experience low blood glucose reading of 40 mg/dl. Customer treated with food. Customer performed troubleshooting for possible over delivery and determined that there was over delivering of insulin based on the carb ratio change setting made by the healthcare professional on the pump. The insulin pump will not be returned for analysis.